Event description:
It was reported that a perforation occurred. A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2003 it was noted that perforation had occurred. No further patient complications were reported.